Manufacturer narrative:
. Other relevant device(s) are: brand name: micra, model #: mc1vr01-delsys / expiration date: 28-dec-2019 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Mfg date: 13-jul-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced breathing difficulties, palpitations and chest discomfort in the months post implant of a leadless implantable pulse generator (ipg). It was also reported the patient had pericardial effusion and possible development of endocarditis. The physician was unsure if there was myocardial damage due to implantation of the ipg. The effusion was drained and medication was administered. The ipg remains in use. No further patient complications have been reported as a result of this event.